Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjz676 number, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the lot and product code involved in the event lot reported was mjz676, corresponds to product code mcp3488g lot reported of mjz676 does not correspond with product code mcp3455.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. As the suture was passed through the tissue, the needle de-swaged and broke off the suture. A like device was used to complete the procedure. There were no adverse patient consequences reported.